Manufacturer narrative:
Evaluation summary : it was caused due to a physical impact applied on the objective lens. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
The endoscope was found to be defective on installation, crack on objective lens d756-u5040-5. This event occurred at the time of during inspection. There was no report of patient harm.